Event description:
A 23 yr female for laparoscopic cholecystectomy, developed laceration to venacava (intra op bleed). Required admit to ICU. Pt found to have flaccid paralysis both lower extremities initial trocar insertion lacerated anterior and posterior wall of ivc.